Manufacturer narrative:
This report is for unknown screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: zhoue qiang et, al (2014), dynamic hip screws combined with trochanter stabilizing plate versus gamma nail fixation in the repair of intertrochanteric fracture, chinese journal of tissue engineering research vol. 18 no. 9, pages 1441-1446 (china). This retrospective analysis study aims to analyze and summarize the treatment of the patients with evans iiib and IV type intertrochanteric fractures using dynamic hip screws, trochanter stabilizing plates and gamma nails in chongming branch hospital of xinhua hospital affiliated to shanghai jiaotong university school of medicine from february 2009 to november 2012. A total of 73 patients (29 male and 44 female) with a mean age 72.3 years (range, 57-93 years) were included in the study. Of these patients, 28 patients (13 male and 15 female) were treated with open reduction and internal fixation using unknown synthes dynamic hip screw (dhs) while 39 patients were treated with the competitor's device. All patients were followed up for 6-45 months, with an average of 21 months. The following complications were reported: 1 case of infection. 2 cases of coxa vara deformity. 3 cases of death. This report is for unknown synthes screws. This is report 2 of 3 for (B)(4).